Event description:
Patient presented in-clinic after receiving shocks. Interrogation showed that the device had unexpectedly reached eri. Lead measurements showed a decrease in sensing. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.